Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited an occlusion alarm. Per reporter it was for a "moment" and when the cassette was attached to another pump, the alarm did not reoccur. No adverse patient effects were reported.

Manufacturer narrative:
Foreign: (B)(6).device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log shoed an occurrence of an occlusion alarm. Functional testing did not duplicate the reported issue. One possible, but unconfirmed, problem source was listed as a defective downstream occlusion sensor.